Event description:
During a plasma collection procedure the donor valve remained closed during the first return. Blood in line was very dark which indicates possible red cell hemolysis. The donor reported blood in urine.